Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries was attempted with prostyle devices using the pre-close technique via 6f sheath holes prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, four (4) cuff misses [suture retrieval issues] occurred, two on each site. The sutures of two prostyle devices were ultimately successfully pre-placed at each site. The sheath was upsized to 14f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures bilaterally. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional three perclose devices with reported issues referenced are filed under separate medwatch report numbers.